Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, approximately three hours after the start of the surgery, abnormal noise was generated from the trocar, and the pneumoperitoneum leaked out. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.